Manufacturer narrative:
This event was initially reported on manufacturing report number 0001822565-2018-02726, which has since been voided. Manufacturing report number 0002648920-2018-00506 will be kept for investigative purposes. (B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient underwent a revision surgery to exchange the insert. The reason for the exchange was not provided, however, it was noted that the patient suffered from a posterior cruciate ligament rupture and was bothered by the knee.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of x-ray states that the components were anatomically aligned. Small focus of lucency at the cement-bone interface at the far lateral aspect of the tibial tray, of very doubtful significance. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.